Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was rebooting and had possible power issue. A technical support specialist (tss) was requested by the customer to check for station reboots and confirmed that there were no unexpected reboots. The tss identified no power issues, found multiple network issues, and noted several errors where the station was reporting that it could not contact the server. The tss stated that there might have been a temporary network issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was rebooting and had possible power issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.